Event description:
Image artifacts cause a delay in patient treatment.

Manufacturer narrative:
Service team examined all filament values, tested each original value, and determined that the graph for each value needed adjustments. After making the necessary changes, they performed the daily calibration and quality assurance successfully. Using the same customer protocol as before that exhibited the artifacts, the team did not encounter any issues.